Event description:
This unsolicited case from united states was received on 29-dec-2017 from the patient. This case concerns a (B)(6) year old female patient who received treatment with synvisc one and after few minutes had significant pain at the time of the injection; after unknown latency had swelling/right knee slightly swelling, unable to straighten her knee, causing her walk with a limp/limped. Also device malfunction was identified for the reported lot number. No concomitant medication was provided. Pain was present before the injection: 6 on a scale of 1 to 10 scale prior to receiving synvisc-one. Patient did not have any prosthetic device e.g. Prosthetic hip/knee, prosthetic valve, pacemaker and or defibrillator. Patient had steroid injection in (B)(6) 2017, cortisone shot in the other knee at some point, in hip ten years ago and in hand for trigger finger about 8 years ago. Patient had no allergy history: avian proteins, feathers, or egg products. Patient was allergic to iodine. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml once (batch/lot number: 7rsl021 and indication, expiry date: unknown) in right knee. On the same day, few minutes after the injection, it caused significant pain at the time of the injection. Patient had a social function that evening that she was unable to participate in. Pain was 10 right after receiving synvisc-one but the next day and next couple of weeks it was an 8 , now it was 2. Patient had a lateral diagonal knee pain due to ligament injury that has healed and resolved over the last few weeks. On an unknown date in (B)(6) 2017, after unknown latency, the patient was unable to straighten her knee, it was 15 to 20 minutes after her synvisc-one injection before she was able to "hobble" out of the office. On an unknown date in (B)(6) 2017, after unknown latency, patient experienced swelling and pain causing her walk with a limp and cancel her tap dance performances for the next two weeks. The patient began to see improvement after two weeks and after three weeks feels that her knee was normal to nearly normal. Patient did not receive any other injection prior to treatment with synvisc or other hyaluronan products. It was reported that no blood work was done and no cultures was performed. Corrective treatment: ice for swelling/right knee slightly swelling, significant pain at the time of the injection; not reported for rest events outcome: recovered for all events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction pharmacovigilance comment: sanofi company comment dated 4-jan-2018: this case concerns a patient who received synvisc one injection from the recalled lot and llater experienced limping. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore the causal relationship of the events to the product cannot be excluded.